Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Acumed post market surveillance did confirm the reported incident with the acumed representative who was present at the surgery. The acumed representative did notifiy acumed with the information directly after the case concluded. Related reports (including this one): 3025141-2026-00296 (mw5186891) and (mw5186892).

Event description:
Mw5186891 was received by acumed on april 17, 2026 with the following reported, "during surgical open reduction internal fixation acumed screws x 2 broke when implanted into right acumed plate. Remnants left in right ulna per surgeon discretion. Screws 30-0348 2.7mm x 18mm and 30-0328 2.7mm x 16mm. Hecc: 2687. Dpc: 1261, 1212. Ref: mw5186892.."